Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Customers reported issue was duplicated during power-up process. Force sensor was found out of specification. The root cause of the reported issue was determined to be normal wear; device was over fifteen years old. Combination of force sensor and plunger cable as a result of normal wear. Actions taken to mitigate the reported issue: replaced force sensor and plunger cable. Performed preventive maintenance and all functional testing. UDI information is unknown.

Event description:
It was reported that device failed preventive maintenance, syringe specifications are out of range, and failed high standard. No patient injury reported.